Event description:
Calcification "degeneration" and stenosis.

Manufacturer narrative:
H3: examination of valve in co's lab revealed extensive calcification within each cusp, including calcific clusters measuring 1-12mm, which resulted in stenosis of effective orifice area, multiple disruptions, convoluted cusps and incomplete coaptation. Host tissue overgrowth encroached onto right - coronary cusp, contributing to stenosis of valve. X-ray analysis revealed calcification within aortic wall, belly and free margin of each cusp. Slight stent distortion was also noted and appeared artifactual of explant. Primary cause for dysfunction of this valve was determined to be due to extensive calcification. H6: 86= x-ray.